Event description:
The customer contacted baxter's technical service center to report a system error on a homechoice (hc) during use. The home patient (hp) then stated there was fluid all over and under the hc. The hp stated they did not see any leaks in the heater bag or any disconnections. The technical service representative advised the hp to turn the hc off and recommended the hp not turn the hc back on. The hc was swapped. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was available and requested. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for leak is not confirmed because the cause code is undetermined, the sample was not returned for evaluation, and a batch review was not preformed to confirm the problem.